Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device or cutting accessory fractured. - 1 event had patient involvement; no patient impact. - 1 event required imaging.

Event description:
This report summarizes 1 malfunction events in which the device or cutting accessory fractured. - 1 event required imaging.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 2 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 3015967359-2025-00710. - 1 previously reported event is included in this follow-up record. Product return status 1 device was evaluated based on historical data analysis.